Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump emitted a warning that the cartridge was not detected and primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed ¿no cartridge detected¿ and ¿loss of prime¿ warnings associated with zero force. During testing, the pump failed to detect the cartridge with an attempted load step. The force sensor calibration did not measure within specifications. The pump case was removed, and a pin on the force sensor flex was found to be damaged. The complaint was duplicated.